Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device upgrade procedure, increase in capture threshold on left ventricular lead possibly due to migration during dft testing was observed. Device was reprogrammed and lead remained in use. Patient was stable.